Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a flap inconsistency following lasik flap creation of the left eye. The planned flap thickness was 90 microns and postoperative flap thickness was 66 microns. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows user performed the ablation check two times. The first ablation check was failed with a warning message; the warning message was shown because the test disk was dirty, protective foil was not removed or the test interface glass plate was dirty. The user performed the second ablation check successfully. The logfile shows two successful performed treatments without error or warning. According to the provide information the reported treatment could be linked to the 2nd treatment on that day. During the docking phase of the reported treatment the user got some trouble to achieve good suction 2 values and so he got a very long suction times 110 seconds. No other abnormalities can be identified. No technical root cause was identified as the product was found to be within specifications. A contributing factor could be user handling. (B)(4).